Event description:
Per the clinic, the patient was explanted in 2006 (exact date not reported) due to in infection at the site of the implant. No other information was available at the time this report was filled, august 4, 2009.

Manufacturer narrative:
Device was not returned to manufacturer.